Event description:
It was reported that the right ventricular (rv) lead showed an increase in impedance over one year's time but looked to be plateauing. It was also noted that there was a lead alert for many high impedance paces in the past. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Auto lead diagnostics shows a steady increase in the ventricular lead impedance until plateau at approximately 2000 ohms. A lead warning occurred on (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator (ipg) (B)(6) 2009; 4592 implantable pacing lead (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.